Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient's mother contacted animas to report that the pump dispensed insulin from the cartridge during the load step and then gave a warning that cartridge was not detected. There was no patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.